Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, after placing, the capsule was found in the esophagus and was recovered with a roth net. The procedure took place on (B)(6) 2012. The pt was not injured following the procedure.